Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. Other electrical measurements were normal. The noise could not be reproduced with provocative testing. No patient symptoms or intervention were reported. The patient would continue to be monitored.

Event description:
New information states that lead continued to exhibit noise, the patient was seen in clinic for a routine follow up. The patient was not reported to be symptomatic and there were no other anomalies. There was intermittent inhibition of pacing. The physician has elected to monitor the patient without changes or intervention for now.